Event description:
Device 1 of 2. Reference MFR report: 1627487-2010-03147. The pt received her scs system, including four surgical leads, on (B)(6) 2009. It was reported the leads have migrated and the pt is not able to feel any stimulation from the scs system. Due to competing medical conditions, the physician has decided not to revise the leads at this time. The product remains implanted. F/u on the pt found no further issues reported.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Result - the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. We are submitting this MDR as the result of a re-evaluation of our MDR review process. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.